Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 585 mg/dl. The customer thought the high bg was due to the infusion set site; however, no issues were observed with the cannula. The customer changed the site and delivered a correction bolus. The bg dropped to the target level. As the event had occurred in the past, tandem technical support was unable to troubleshoot.